Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. The pod was worn between 1 and 4 hours.

Manufacturer narrative:
The pod was received with the formed needle visible through the exposed portion of the soft cannula. Linkage assembly was not fully retracted from the external view. After opening the pod, score marks were found on the underside of the top housing, caused due to the misalignment between the linkage assembly and the top housing. This led the formed needle to not fully retract. Upon further investigation of needle mechanism assembly, mechanism rail swage was found damaged around the brim. It could not be conclusively determined if it linked to the reported needle mechanism failure.